Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the the patient experienced mild discomfort due to the balloon herniated after three or four months post the artificial urinary sphincter (aus) procedure. A revision surgery was performed in which it was confirmed that the balloon herniated out of space due to scar tissue. The balloon was replaced and placed in a different spot. The patient fully recovered.